Event description:
It was reported that this implantable cardiac resynchronization therapy pacemaker (crt-p) recently was found to be operating in safety mode. Boston scientific technical services was contacted and recommended an emergent replacement procedure to ensure adequate therapy delivery. At this time, this crt-p remains implanted and in-service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardiac resynchronization therapy pacemaker (crt-p) recently was found to be operating in safety mode. Boston scientific technical services was contacted and recommended an emergent replacement procedure to ensure adequate therapy delivery. Recently, this device was explanted and replaced to resolve the event and no additional adverse patient effects were reported. This crt-p has been received for analysis and is pending the investigation conclusion. Once the analysis is completed, this record will be updated with results.